Event description:
Patient was using a bodyguard pump to administer inotropic therapy. During use, the pump alarmed for "low battery". Patient reviewed pump battery level, pump appeared to be appropriately charged, patient continued its use, pump failed and ceased administering medication. Patient did not notice ceased operation for approximately eight hours.